Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h1, h2, h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use by customer that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm, display failure, fiber optic malfunction. There were no patient harm or injury was reported.